Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted at the abdomen on (B)(6) 2016. Patient's mother described the skin reaction as red, raised, irritated, itching and peeling skin. Patient's mother treats the affected area with generic bactroban ointment and epi serum barrier cream, prescribed by the patient's pediatrician on (B)(6) 2015, for treatment of skin reactions. Patient's mother contacted the patient's endocrinologist on (B)(6) 2016 to get a recommendation for future medical products. Patient's mother reported that she has not found anything to use yet. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).